Event description:
It was reported that the device was used during a low anterior resection. The device blue reload was changed to a green reload and the device was closed and fired on the bowel, but the device would not open. The device was cut off the tissue. Another device was used to complete this part of the procedure. There was no adverse consequence to the pt. Case was prolonged approx one hour.

Manufacturer narrative:
Information anticipated, but unavailable at this time.